Event description:
Follow up information received reported that the patient was still not having good control over their bladder at night. It was noted that the patient had not been back to their doctor and had not met with anyone since implantation of the implantable neurostimulator (ins). The patient was directed to their healthcare professional (hcp) for evaluation and possible reprogramming. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3889-28, lot# v809648, implanted: 2011 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported, the patient was getting up 5-6 times a night and when stimulation was turned up it was too painful. It was stated, the implantable neurostimulator (ins) had not worked well since the first month, when the patient only went 1-2 times a night. The patient was currently on program 4 at 3.2 volts and when changed to program 2 the patient reported feeling stimulation. Additional information was requested but unknown at the time of report.

Event description:
Additional information received reported that the patient had a loss of therapeutic effect. The patient was currently on program 2 at 3.8volts. It was stated that the patient was getting up too much at night (5-6 times). When the device was first implanted, the patient was only going 1-2 times a night, which only lasted 2 months. The patient denied any falls or trauma related to the event. The patient then switched to program 4 at 3.5volts.